Event description:
Healthcare professional reported ¿right side capsular contracture, baker grade iii/IV, pain and device has moved¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight within specification, wear abrasion and creases fold. Gel was observed to be cloudy with voids after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "right side capsular contracture, baker grade iii/IV, pain and device has moved" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported ¿right side capsular contracture, baker grade iii/IV, pain and device has moved¿. Device has been explanted.